Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue (during use on patient) was observed. No sufficient flow in the catheter. Pump gives error message of ¿high pressure¿ and when trying to flush, observed that it does not have sufficient flow. Changed the catheter. No patient consequence. Additional information was received on 06-aug-2025. The issue was noticed while used on patient. No issue with flow rate change at the start of the ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue (during use on patient) was observed. The device evaluation was completed on 26-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).